Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
T was reported the lead had low impedance, undersensing and no capture. A dual chamber pacemaker was implanted with the intention of programming to vvir due to the lead. After the pocket incision was closed, the device was tested and showed the atrial and ventricular leads were reversed in the device header. The pocket was re-opened and a tear in the lead insulation was noted. The lead was cut and capped and a pin plug was inserted into the atrial port of the device. No patient complications have been reported as a result of this event.